Event description:
Same case as #6000089-2006-00096, 00097. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis and death occurred. The target lesions were located in the right coronary artery (rca) and the left anterior descending (lad) artery. Vessel anatomy was described as non tortuous, mildly calcified and 70% stenosed. The lad measured 2.7mm. A 20mm balloon was used to predilate the target vessels. The dr continued on to place three taxus express2 drug eluting stents. The 2.5x16mm stent was placed in the lad and the 2.5x12mm and 2.5x20mm stents were placed in the rca. The stents were fully expanded and were not post dilated but were well apposed. The pt had been discharged and about 29 hours post procedure complications began. The pt experienced chest pain, respiratory failure, an acute mi and went into cardiogenic shock with a ventricular fibrillation attack and then expired. The thrombosis was reported to be in the lad. Plavix had been administered post procedure and was ordered for 6 months post procedure along with aspirin. In the opinion of the dr, this event is related to the taxus stent.